Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus for upper gi bleeding during an esophagogastroduodenoscopy procedure performed on (B)(6) 2024. During the procedure, when the physician opened the clip, it came off the catheter. Additionally, the scope was in a challenging position which may have caused the clip to misdeploy. The device was removed and procedure was completed with another of the same resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.